Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported having transducer pressure or transducer turbine issue in conjunction with the humidifier fisher and paykel (B)(4). The customer reported the humidifier generates heat and moisture and breaks down the vela pressure transducer. At this time, it is unknown whether or not there was any patient involvement associated with the event.